Event description:
Patient scheduled at surgery center for laparoscopy, removal of essure device. The essure device had fractured and was in the abdomen. One piece was removed from (embedded) the terminal ilium and the other was embedded in mensentery. Both pieces removed.